Manufacturer narrative:
510k: this report is for unknown locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the patient underwent removal surgery of one (1) variable angle (va) locking compression plate (lcp) distal humerus plate and four (4) va locking screws. The four locking screws were broken under their heads before removal. During surgery, the surgeon tried to remove the screws using removal instruments; three screws out of four were removed successfully but one remained in the patient¿s body. There was a surgical delay of 60 minutes. Patient consequence is unknown. The surgeon stated that the patient was active and well-built, and moved the affected site actively from the early stage after initial surgery; such condition might have caused a metal fatigue on the screws. Concomitant device: 2.7/3.5mm titanium (ti) va lcp distal humerus plate (part: 04.117.402s, lot: l317547, quantity:1). This report is for four (4) unknown locking screws. This is report 1 of 1 for (B)(4). This complaint captures the post-operative event which involved the breaking of the four (4) va-locking screws. The intraoperative event of the single locking screw remaining in the patient¿s body is captured in (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Visual inspection: two broken locking screw heads and three threaded shaft were received for investigation. One of the screw head remains in the plate. Unfortunately, it is cannot be verified which head belongs to the threaded shaft. The shaft is broken at the neck and has strong traces of use around the breakage point on its surface and along of the threaded part. The strong damages at the thread were most probably caused during the removal. The stardrive of the screw heads are in a used condition. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: drawing/specification review could not be performed, as the lot numbers are unknown. Material review: the material review could not be performed, as the lot numbers are unknown. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information we are not able to determine the cause of this complaint. The condition of the screws and the usage signs, indicates that a mechanical overloading situation during screw removal could be the reason for the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: additional data: b5, d1, d4, g2, g5. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 24mm this is report 1 of 4 for (B)(4).